Manufacturer narrative:
(B)(6). Method: the subject mr290v autofeed humidification chamber provided as part of the rt385 adult ventilator circuit dual heated with evaqua technology, was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is based on the information, photographs, and description of events provided by the healthcare facility. Results: review of the provided photograph observed small vertical cracks on the dome, confirming the reported issue. Conclusion: without the return of the subject mr290v vented autofeed humidification chamber, we are unable to determine the exact cause of the reported issue. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the rt385 adult ventilator circuit dual heated with evaqua technology state the following: do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. Use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor in china reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided with an rt385 adult ventilator circuit dual heated with evaqua technology was found leaking water near the chamber base after six hours of use. There were no reported patient consequences.